Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# : (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector broken.

Event description:
Information was received from a patient via a manufacturer's representative for a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's stimulation was off due to their implantable neurostimulator (ins) being dead. It was unknown when the ins went dead. The patient was not feeling stimulation. It was reported that the patient could not charge their recharger because a connector pin was broken on the desktop charger. It was unknown when the pin broke. There did not appear to be an issue with the recharger and there was no indication that the connector pin was inside the recharger. Upon device return to repair it was found that the connector was broken. The cable assembly with the broken connector pin was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.